Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that none of the buttons on the infusion device were functioning. The patient experienced an elevated blood glucose level of 32.4 mmol/l. She was taken to the hospital and treated with an IV of insulin. The infusion device was requested to be returned for product evaluation.